Event description:
It was reported that during a lobectomy procedure, the staples were very inconsistent and did not staple the tissue completely. Another like device was used to complete the procedure. There was no patient consequence.